Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the patient's date of birth is (B)(6)2019 and the patient's age at the time of event was 57 years old. Also, the patient underwent removal and replacement with an allergan tissue expander. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the patient underwent a breast reconstruction surgery, and the device was identified as a mentor memorygel breast implant 250cc, lot number 5794970, serial number (B)(4). On (B)(6) 2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified mentor gel breast prosthesis on the right side and underwent device removal and replacement with an unspecified tissue expander on (B)(6) 2018.